Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The pressure tubing was also returned. Three kinks were found on the catheter tubing approximately 54.4cm, 55.9cm and 75.7cm from the iab tip. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure alarm was generated. The iab was replaced however the alarm persisted; a third iab was provided with no reported problems. There was no reported injury to the patient. This report is for the 1st iab used.

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure alarm was generated. The iab was replaced however the alarm persisted; a third iab was provided with no reported problems. There was no reported injury to the patient. This report is for the 1st iab used.

Manufacturer narrative:
(B)(4).